Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the pilot valve is not shifting. Per statement 1 of 2.independent repair center: customer alleged unit will not start and the key failure is the 4-way valve is not shifting. Per statement 2 of 2.